Event description:
Customer reports of losing a sensor due to adhesive not sticking properly. Customer was advised that a transmitter would be replaced as a courtesy. Customer also reports of being hospitalized due to low blood glucose but was not able to provided hospitalization information as customer was at work and was not able to be on the phone any longer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.